Manufacturer narrative:
(B)(4). This is a report of a patient who improperly disconnected and later reconnected to the patient line during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient improperly disconnected/reconnected to the patient line of the cassette during peritoneal dialysis therapy. The use error was identified during drain two of five of peritoneal dialysis therapy. The patient was advised to end therapy. It was not reported if the patient was retrained on proper aseptic technique. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.